Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found peeled paint on the suction cylinder, a cracked adhesive on the bending section cover, a detached adhesive on the bending section cover, a deformed bending tube, a wrinkled connecting tube, the air and water supply and water removal ability did not meet the standard value due to a clogged nozzle, a shaved suction cylinder, a discolored control unit, and the bending angle in the up direction did not meet the standard value due to a worn angle wire. Additionally, the following components were found scratched: plastic distal end cover, ig protector, scope connector cover unit, forceps elevator knob, lock engagement lever, upward/downward knob, switch 1, scope cover, connecting tube, suction connector, grip, and universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water leakages. The issue was found during an unknown event. Additional details relating to the event have been requested, but no response has been received at this time the device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer-provided cleaning process and the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed it with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.